Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a22 captures the reportable event of bands falling off varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation of esophageal and gastric varices procedure performed on (B)(6) 2026. It was reported that during the procedure, the first band at the front end of the ligator fell off and was not covered. Also, the second band was not completely deployed from the transparent cap. The procedure was completed using another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.